Event description:
It was reported that the over-temperature alarm on the level 1 hotline low flow system (hl-390) was not working. The device was also leaking. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Visual inspection of the device found it to have an outdated pcb and power switch, cracked tank cover, and faded line cord. Device tank was filled with water and powered on, confirming the reported customer complaint. Device noted to be out of calibration and had a cracked tank cover. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source has been determined to be unknown.